Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies were found. It was noted that there was blood in/on the helix mechanism and the shaft seal was out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the helix would not extend. It was also noted that it took too many turns to get the helix to spring out. The lead was not used. No patient complications have been reported as a result of this event.